Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The qc and calibration were within range before the event. The alarm trace had sample-related alarms (sample short and sample short/clot alarms). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys pth results from the cobas e 411 analyzer (rack system) for two patients. Patient 1's initial result from the analyzer was 26.41 pg/ml. The repeat result from an external laboratory with a cobas e402 was 17 pg/ml. Patient 2's initial result from the analyzer was 342.9 pg/ml. The repeat result from an external laboratory was 235.6 pg/ml. The initial results did not match the patient's history, prompting the rerun. The repeat results were both reported to the patient.

Manufacturer narrative:
The investigation was unable to determine a direct root cause. The alarms noted from the alarm trace are consistent with a local pre-analytical issue. A general reagent or analyzer problem was not present, because the qc before the event was within ranges.